Manufacturer narrative:
The pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to flattened act and escape button dome switches and an unlocked lcd keypad connector. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering due to an unresponsive action button during bolus. The patient's blood glucose at the time of incident was 15.0 mmol/l. The customer stated that the light on the screen is flickering as well. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was deemed eligible for replacement; however, no products have been shipped or returned as of yet.